Event description:
It was reported that the 6800 vertical column would not hold creating a hazard. There was no adverse pt involvement reported. There was no pt information.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hardware supporting the vertical column was tightened and the vertical column was then able to hold. The system was tested and found to be working as intended and placed back into service.